Event description:
The customer reported via phone call that emergency medical services were called due to a low blood glucose on (B)(6), 2021 at 17:00. The user stated their blood glucose was 50 mg/dl at the time of event. Customer was showing symptoms of shaking, seizure and passing out. User stated they were treated with orange juice and oreos. The user's blood glucose at the time of the call was 30 mg/dl and was treated with food and glucose tablets. User stated they had been experiencing low blood glucose for a couple of weeks. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report. The information related to event date has been updated and provided in b3 section of this report.

Event description:
It was reported that the emergency medical service dispatched on december 12, 2021. The customer's blood glucose was 50 mg/dl at the time of event.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021, the customer alleged was hospitalized for low blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low blood glucoses. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incorrect. The correct information has been provided in b5 section of this report. The health effect clinical codes has been updated and provided in h6 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized overnight and they had to visit emergency room due hypoglycemia on (B)(6) 2021. Customer¿s current blood glucose level was 30 mg/dl and treated low blood glucose with food and glucose tablets. Customer showing symptoms shaking seizure and passed out. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. The insulin pump will be returned for analysis.